Event description:
The mother called lifescan on behalf of the pt and alleged the one touch ultra meter would not power on. The last reading was 114 mg/dl on a precision meter the night before. A medical professional was contacted and the pt took oral medication. No symptoms of high or low blood glucose were reported. The customer care rep performed troubleshooting and verified the meter would not power on with strip insertion or pressing the m button. The meter was replaced and return is expected.